Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. This device had been implanted for 111.8 months and review of the performance data confirmed charge circuit timeout had occurred on (B)(4) 2015 and the time of elective replacement indicator (eri) is on (B)(4) 2015. There appears to be no recent charge and the cumulative charge time is over 600 seconds. The device met expected longevity. Based on the destructive analysis results, no internal short occurred in the battery. The lithium anode was well discharged with localized discharge along the edges and there was no evidence of lithium severing. Analysis of the returned device was inconclusive. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the device reached end of life (eol) and patient alerts triggered due to a long charge time and a charge circuit timeout. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.